Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) frequently and longer. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was retained by customer and will not be return.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.